Event description:
Hcp reported pt presented with break-through pain. The pump was "full at last 3 sched refills." A dye study was performed - unk date or results. The pump was explanted and replaced after 49 months of use in 2004. A follow up report will be sent when additional info is obtained.